Manufacturer narrative:
Retainer ring is missing. Customer returned insulin pump for an alleged failed battery test or battery failed alert and cosmetic damage located at the battery compartment and belt clip found on (B)(6) 2021.unable to confirm belt clip damage due to pump received without the original belt clip. Insulin pump received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly and vibrator assembly. No corrosion or moisture damage found on the force sensor and motor assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. By using a test case, the pump powered up properly and continued testing. However, the pump alarmed critical pump error (open book image). Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on 12/29/2021 10:53:20 pm, 12/29/2021 10:53:43 pm and 12/29/2021 10:54:00 pm. Pump error 53 alarm due to software error (line number = 5632 ; file number = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on12/15/2021 11:56:45.000 to 12/15/2021 11:56:45.00012/16/2021 09:45:18.00012/22/2021 08:48:48.000 to12/22/2021 21:26:47.00012/25/2021 19:38:13.000 and 12/25/2021 19:38:13.00012/26/2021 12:16:53.000 to 12/26/2021 12:35:47.00012/27/2021 10:42:27.000 to 12/27/2021 14:27:21.000 failed battery failed alarm was recorded and found in the formatted history file on12/15/2021 11:57:45.000 to 12/15/2021 20:45:14.000 12/22/2021 21:25:58.000 to 12/22/2021 21:26:38.00012/25/2021 19:38:13.00012/27/2021 10:42:31.000 to 12/27/2021 14:27:12.000low battery alert was recorded and found in the formatted history file on 12/15/2021 13:56:00.000 and power loss alarm was recorded and found in the formatted history file on 12/26/2021 12:35:57.000 upon checking on the detail trace file, failed battery failed alarm, low battery alert and power loss alarm were expected since the battery has low power. The customer may have used a low and depleted battery. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window and cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label fading and a broken belt clip rails. Unable to confirm belt clip damage due to pump received without the original belt clip. Cosmetic damage was confirmed at the battery compartment. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer was confirmed. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, critical pump error (open book image) alarm was confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error. Failed battery test or battery failed alert was not confirmed. During visual inspection, corrosion was found on the electronic assembly and vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl at the time of incident. Customer reported that current blood glucose value was 402 mg/dl. Customer mentioned pump failed battery due to battery loose cap contacts and there was cracked at the back of the pump as well as the battery compartment and belt clip is broke. The auto mode feature was not active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.